Event description:
The patient had a pocket revision due to an ulcer at the implant site. The surgeon believed the ulcer contaminated the implant and decided to implant the patient with a new boston scientific spinal cord stimulator.